Event description:
It was reported that noise resulting in oversensing was observed on the device. Device provocation testing was performed, and the noise was reproduced. Abbott technical support was contacted, and no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.